Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device had started "alarming" two days prior, and so they went to the emergency room and were told that the issue was fixed. In addition the patient stated that they heard the alarm again around midnight, and subsequent alarms every four hours. The patient indicated that they were told that there was an issue with the lead wire. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.